Event description:
It was reported that when the external pulse generator was set to pace at a rate lower than the patient's intrinsic heart rate, pacing was observed on the spike monitor but it should not have been as the generator should not have been pacing. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that the generator appeared to be pacing unnecessarily. The generator passed visual, electrical and mechanical inspection with no anomalies observed. (B)(4).